Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information and assistance to reset the pump, which successfully resolved the issue, and the customer was informed to report back if the malfunction code recurs.